Manufacturer narrative:
Customer declined to provide info to ge healthcare. Ge healthcare's investigation into the reported event is ongoing. A f/u report will be filed once investigation results are available.

Event description:
It was reported that a mr technologist injured their right shoulder when pushing a mr table out of the room to move a pt onto a hospital cart. The technologist was pushing the table to the cart when the table reportedly locked unexpectedly. The technologist experienced an instant pulling followed by a burning sensation in the right shoulder, but continued to care for the pt and finish their working shift. That evening the technologist's entire shoulder became sore, making it difficult to raise their arm. The technologist went back to work the following day and was assessed by a physician's assistant following notification to management and occupational health. X-rays were taken and range of motion was checked and found to be limited. Muscles in the affected area were also examined. Pain administration was given. A f/u appointment with the physician occurred the following day. The x-rays were reportedly negative. The technologist was put on a 10 lbs lifting restriction and was directed to go to physical therapy twice a week with f/u. The technologist is currently working but with limitations.